Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 100% to 15% within one hour. The pump was then fully charged and the battery gauge remained static at 100% for 24 hours despite the pump being in use. The customer's blood glucose was 73-219 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.